Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer reported falsely elevated alinity c total bilirubin results on the alinity c serial number (B)(6). The samples were repeated with lower results. The following patient examples were provided: patient 1 processed on (B)(6) 2025 initial result = 5.2 repeated on (B)(6) 2025 = 0.4 patient 2 processed on (B)(6) 2025 initial result = 4.5 performed auto dilution on instrument = 35.2 repeated on (B)(6) 2025 = 0.5 reference range: 0.2-1.2 mg/dl there was no impact to patient management reported.

Event description:
The customer reported falsely elevated alinity c total bilirubin results on the alinity c serial number ac04510. The samples were repeated with lower results. The following patient examples were provided: patient 1 processed on (B)(6) 2025 initial result = 5.2 repeated on (B)(6) 2025 = 0.4 patient 2 processed on (B)(6) 2025 initial result = 4.5 performed auto dilution on instrument = 35.2 repeated on (B)(6) 2025 = 0.5. Reference range: 0.2-1.2 mg/dl. Additional information provided 15oct2025: patient 1 sid (B)(6) female age 55. Patient 2 sid (B)(6) female age 62 there was no impact to patient management reported.

Manufacturer narrative:
Service inspected the module, performed multiple troubleshooting procedures including recalibration of the alnty c-series sample probe. Recalibration resolved the issue and issue resolution was verified with a passing qc precision run. The alnty c-series sample probe was determined to be the cause of the issue. No additional discrepant results have been reported since the recalibration of the probe. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no increased complaint activity for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the alinity c processing module, serial number ac04510 or the alnty c-series sample probe was identified.